Event description:
Implants placed in 1982. 1985 illness began. 1994 explanted; both ruptured. Rptr has chronic fatigue muscle joint, & bone problems. Problems with teeth & bone loss. Rptr has been so ill since 1985, but had no idea why. Now rptr has been diagnosed with transverse myelitis and is in a wheelchair. Rptr knows 17 other women who had breast implants and have been diagnosed with transverse myelitis. "There are too many women with the same symptoms. Do you have any idea of our pain and suffering? Many of us know friends who have died but other causes were given?"